Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 6305825. Conclusion: this lot number and incident will be monitored for future occurrences. (B)(4).

Event description:
It was reported that a greasy substance was found on the black rubber piston of a 60 ml bd¿ syringe with bd luer-lok¿ tip before use. No injury or medical intervention.